Event description:
Procedure: colon resection. According to the reporter: after some hours of a circular anastomosis, there was inner hemorrhage (250cc). The pt required 6 units of blood.

Manufacturer narrative:
(B)(4).